Event description:
It was reported that during a laparoscopic prostatectomy procedure, the shears stopped working after 10 minutes of operating and the generator signaled "error 5." The user tried to clean, disassemble and re-assemble the device, but in vain. The surgeon had to finish the case by using a new like device. No adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis confirmed that the device was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies were found during the manufacturing process.